Event description:
During a lead revision procedure, communication issues were observed between the implant and the external equipment. The surgeon decided to implant the pt with a new boston scientific spinal cord stimulator.